Event description:
Procedure type: stress urinary incontinence. According to the reporter: the patient alleged injury. Pelvisoft was reported to be used/ implanted during this procedure.

Manufacturer narrative:
(B)(4).